Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). A promus premier select ous mr 32 x 3.00mm stent was deployed to treat the target lesion. When viewing the deployed stent, and ostial edge, type b, dissection was noted. Another stent was deployed overlapping to cover the dissection and successfully complete the procedure. The patient was stable post procedure and fully recovered.